Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 6mm amplatzer vascular plug 2 was selected for implanted in a patient for closure of the ductus arteriosus. The patient was administered heparin for procedure. When attempting to position the plug, it was noted via angiography that a thrombus formed around the plug in less than 2 minutes. There was insufficient time to position and check if the plug was in the correct place. The decision was made to remove the 6mm amplatzer vascular plug 2 and replace it with an 8mm amplatzer vascular plug 2 to complete the procedure. The 6mm amplatzer vascular plug 2 was never released while inside the patient. The unknown non-abbott delivery sheath was not in the patient for a significant period of time. The patient was prescribed anticoagulation medication was compliant with the medication. There was no clinically significant delay in procedure and no initial or prolonged hospitalization due to this event reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of thrombus formation around the plug in less than 2 minutes when attempting to position was reported. The investigation confirmed the device met visual and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported thrombus formation could not be conclusively determined. The unexpected medical intervention was a result of anticoagulation medication required. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of thrombus formation around the plug in less than 2 minutes when attempting to position was reported. The device was not returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported thrombus formation could not be conclusively determined. The unexpected medical intervention was a result of anticoagulation medication required. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.